Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: deformation and creases. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identify: wear abrasion. Based on the device analysis the final assessment is: no were observed openings on the device or issues related with the complaint (rupture).

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a left-side rupture. Device remains implanted.